Event description:
Customer called and stated the switch caught fire and scared and shocked her.

Manufacturer narrative:
Upon investigation we found that the cord had been severed by an external source. Our investigation shows the sparking occurred as the cord was severed. Upon further investigation we found: poly cover dirty or stained, cord cut/burned other location, switch ok, pad bunched, bent/broken leak, bent/broken thermostat, thermostat discoloration, pad dirty or stained. Based on the overall condition of the pad, we concluded that the heating pad was not used in accordance with our instructions.